Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the cannula had not properly inserted into the pod infusion site. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. Download data shows device delivered 3269 pulses before being deactivated. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test. During investigation the soft cannula measured the correct full length according to specification and did not appear damaged. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.